Event description:
Fire department personnel were monitoring a patient and observed ECG artifact that deteriorated into a flatline trace on the screen. The patient was conscious and alert. There were no adverse effects to the patient as a result of the reported malfunction.